Event description:
The customer reported that the alarm has no tone when pressure is released from the pad. Also, there is no alarm tone when the sensor is disconnected from the alarm. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Results: evaluation of the returned product shows that the alarm case is cracked but still functions. (B) (4).